Event description:
Pt was revised to address pain. It was reported that the pt had fallen and then complained of pain.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds only one other reported incident against the provided product and lot codes since their release for distribution. That device history record has been reviewed and no related anomalies or deviations are identified. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.